Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (1g, intraperitoneal, duration and frequency not reported) and ceftazidime (1g, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Five days after the event onset, the patient's catheter was removed and was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.